Event description:
Integrum's sales representative was informed through a telephone call that an adverse event had occured related to an axor ii. The cpo was asked to fill in the report form to integrum. Report form received 21 st of september where it was described that the unit unintentionally had released during use. The patient fell and and hurt the remaining part of his amputated knee. He also hurt his shoulder. Unit was also returned to integrum. The cpo has reported that there is no signs that the fall has caused damaged to the abutment. It was also informed in the report form that the patient had been feeling a movement in the axor. The failure type reported was: problems to attach the axor.

Manufacturer narrative:
A follow up report will be sent with investigational results and conclusions. Additional information might be added and/or current information might be corrected.

Event description:
Integrum's sales representative was informed through a telephone call that an adverse event had occured related to an axor ii. The cpo was asked to fill in the report form to integrum. Report form received 21 st of september where it was described that the unit unintentionally had released during use. The patient fell and hurt the remaining part of his amputated knee. He also hurt his shoulder. Unit was also returned to integrum. The cpo has reported that there is no signs that the fall has caused damaged to the abutment. It was also informed in the report form that the patient had been feeling a movement in the axor. The failure type reported was: problems to attach the axor.